Event description:
Pt was scheduled MRI exam of lumbar/sacrum spine. Pt was positioned on exam table. Padding was preventing the pt from moving into and out of MRI scanner. Technologists placed pillow cases between pt arms and MRI scanner. Pt stated that his arms on both sides were red and felt hot. The pt was removed from the scanner and instructed to seek medical attention if symptoms worsen. The pt was contacted by the nursing staff of the outpatient imaging facility the next day. The pt stated that the area in which his arms were hot, were better and had resolved in 48 hours.